Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a no delivery alarm with the past two infusion sets. The patient's blood glucose at the time of incident was 121 mg/dl. The customer stated that the alarm occurred during the manual prime process. The customer was able to resolve the alarm with an infusion set change. Troubleshooting was declined because the customer was unable to at the time of call. Customer requested to return the reservoir for analysis and infusion set for analysis, and that request was granted; a replacement reservoir and infusion set was also shipped to the customer.